Manufacturer narrative:
When the investigation has been completed philips will inform the FDA.

Event description:
Philips received a complaint from the customer in which was stated that during an abdominal procedure the system created a white line on a black screen at the live monitor. The customer decided to do a cold restart. After this cold restart the geometry did a reset without a command. The customer decided not to use the system anymore and treat the patient conventionally. The conventional operation was finished successfully.

Manufacturer narrative:
Philips investigated this complaint and came to the following conclusion: the loss of live image was caused because of closure of the y shutters. A system restart resulted in a reset of the shutters and return of live image. The geometry reset that occurred during start up is as intended, this occurs almost during every start up (geometry restarting; do not change sid), but is mainly not identified by the user. This does not result in any further issues for the user. We are unable to identify why the y shutters closed, most likely cause is that the shutter joystick was accidentally touched after moving the stand using the xy joystick, since the geometry and imaging module were next to each other. The system was working according to specification. In addition no similar issues could have been identified.